Event description:
It was reported that during a laparoscopic appendectomy procedure, the message states- not only would the device not fire it would not release. The device was stuck on tissue. The surgeon worked quite a bit to get the device off and was able to remove the device without damaging the tissue. However, it is unknown if the device opened or if the device is still in the closed position. A 45 articulating device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Incorrect cartridge size. The analysis results showed that one ec60 device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.